Event description:
The customer reported that a fatal error was displayed on left monitor and the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu, hardrive, and system interface pcb were replaced and the software was updated. The system was tested and found to be working as intended and put back into service.